Manufacturer narrative:
(B)(4). Insulin pump received with broken belt clip slot and broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that reservoir compartment was broken off in pieces of the insulin pump. Customer also stated that insulin pump had crack on the retainer ring and reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.